Manufacturer narrative:
Correction: block d3 has been updated. Additional manufacturer narrative: neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 71 reports, regarding 71 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on an unknown date, and ¿during surgery, there was a rapid loss of pneumoperitoneum.¿. The procedure was completed. In response to follow-up assessment questions, "the distributor confirmed with the doctor, but he/she responded that he/she does not remember the details." There was no report of a malfunction of any conmed device. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter and the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip will be listed as concomitant devices. There are no allegations filed against them. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on an unknown date, and ¿during surgery, there was a rapid loss of pneumoperitoneum.¿. The procedure was completed. In response to follow-up assessment questions, "the distributor confirmed with the doctor, but he/she responded that he/she does not remember the details.". There was no report of a malfunction of any conmed device. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter and the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip will be listed as concomitant devices. There are no allegations filed against them. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.